Manufacturer narrative:
The reported event was unable to implant due to patient's condition. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new implant procedure. It was noted that during the procedure, the patient experienced heart failure. There was no suspicion of malfunction on the ventricular lead but the event was thought to be related to the implant procedure and patient's condition. The procedure was aborted and rescheduled and implanted on another day without the ventricular lead. The patient was stable.